Event description:
Customer in berlin reported that the cover was missing on the "right/left imbalance" light on the css console. There was no impact to the pt. This alleged failure mode has no impact on the pt because it does not prevent the ability of the css console to perform its life-sustaining functions, and the functionality of the visual alarm light and audible alarms is not affected.